Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2016, a patient presented for an arteriovenous access procedure in the forearm using a gore® propaten® vascular graft. Heparin was administered during the procedure. Towards the end of the procedure, white thrombus was found within the graft. A specimen was sent to the hospital pathology to test for hit. To date, no results have been reported and the graft remains implanted in the patient. It was reported that later in the day on (B)(6) the patient re-thrombosed in the post anesthesia care unit and was transferred to another hospital. On (B)(6) an additional procedure was performed, successfully opening the ulnar with a brachial vein patch extension. Tpa and angioplasties were also done. The physician stated the patient's condition is not the result of the gore propaten vascular graft implant.

Manufacturer narrative:
(B)(6) tests were negative, as reported by physician.

Event description:
Additional information states the results of the hit test were negative (x4 all (B)(6)). The gore® propaten® vascular graft remains in the patient's forearm with the arteriovenous ends resected. Reportedly, white clot was found only in the patient's arteries, not in the graft.